Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8835, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid [2 mg/ml] at a rate of 0.1112 mg/day, clonidine [7.5 mcg/ml] at an unknown rate, and bupivacaine [12.5 mg/ml] at an unknown rate via intrathecal drug delivery pump for non-malignant and failed back surgery syndrome. It was reported that one of the drug's concentration was entered in incorrectly during the patient's last refill. They were getting the bridge bolus screen and wanted to know what to do from there. The clonidine concentration was 5.0 mcg/ml when it was supposed to be 7.5 mcg/ml. The hcp was then able to update the pump with the correct programming information. There were no reported symptoms associated with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.